Manufacturer narrative:
Concomitant medical products: 407652 lead implanted: (B)(6) 2012 dtba1d1 crt-d; implanted (B)(6) 2015. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high and undefined impedance. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.